Manufacturer narrative:
Literature citation: syed a. Quadri, mbbs, john capua, do, vivek ramakrishnan, do, raed sweiss, do, marc cabanne, do, jerry noel, do, brian fiani, do, and javed siddiqi, md, phd "a rare case of pharyngeal perforation and expectoration of an entire anterior cervical fixation construct". Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in the literature titled ¿a rare case of pharyngeal perforation and expectoration of an entire anterior cervical fixation construct¿ that an (B)(6) year-old woman presented with the extrusion of an entire cervical construct via a tear in the posterior pharyngeal wall. She had undergone anterior cervical discectomy and fusion (acdf) at the c2¿3 level utilizing a polyetheretherketone (peek) cage, allograft, autograft, and a non translational plate with a locking apparatus and expanding screws for severe anterior subluxation of c-2 on c-3. The postoperative radiographs obtained demonstrated good instrumentation placement. Three and a half years later the patient returned to the emergency department having expectorated the entire anterior cervical construct. A CT scan demonstrated the c-2 and c-3 vertebral bodies to be fused posteriorly with an anterior erosive defect within the vertebral bodies and the anterior fusion hardware at the c2¿3 level no longer identified. The fiberoptic laryngoscopy demonstrated a 1 × 1 cm area over the importation of the hypopharynx, above the glotic area. The gastrografin swallowing test ruled out any esophageal tear or fistula an d confirmed the presence of a large ulcer on the posterior wall of the oropharynx. To the best of the authors¿ knowledge, this is the first ever reported case of a tear in the posterior pharyngeal wall along with extrusion of the entire cervical construct after acdf.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.